Manufacturer narrative:
(B)(4). It was reported that the patient underwent a total knee replacement procedure on an unknown date and topical skin adhesive was used to close the skin. It was also reported that the allergy testing was not performed. During the procedure, chloroprep was used for skin prep. Second day post-op, the patient experienced blistering around the entire edge of mesh, distal to the surgical incision. The topical skin adhesive was removed and the blistering resolved. The physician opines that, currently, the patient is experiencing a permanent discoloration that may clear up in a year.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and topical skin adhesive was used. Approximately 3 days post-op, the patient experienced tissue blistering distal to the surgical incision. The topical skin adhesive was removed and the blistering resolved. Additional information has been requested.